Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for a scheduled follow up. T-wave oversensing was seen via stored electrograms. Programming options were recommended. The device remains implanted.